Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold and out of range impedance measurements were observed via remote transmission. No further information available.